Manufacturer narrative:
Root cause: potential alteration of staining in this case was due to a faulty heater. The problem was solved by field service engineer with replacement of the part. Following service, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following a heater malfunction, a slide or slides located at faulty heater location will not heat up to the desired temperature required for testing. This could lead to abnormal staining. These events can be caused by a heater/heater pcb/cable malfunction or a temperature misalignment needing calibration.

Event description:
Based on complaint report or investigated failure mode, there was potential for an alteration in staining. Customer complaint record reported the event as follows: position 4 and 14 are not heating. No direct or indirect patient harm or user harm have been reported.